Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 19-jun-2019, UDI#: (B)(4). Product analysis: upon receipt at medtronic¿s quality laboratory, the tip-retrieval mechanism appeared intact. The deployment knob and handle appeared intact. The trigger appeared intact. The device was returned with the end cap/screw gear snap fit connected and the capsule separated from the device at the spindle hub. The spindle hub appeared intact with no evidence of damage. The inner member was separated at the spindle hub. The valve has been returned but the analysis is not complete. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), a pre-implant balloon aortic valvuloplasty (bav) was performed. During the implant of the valve, via a right femoral approach, the anatomy was identified as extremely tortuous, especially along the aortic arch and the native valve was severely calcified. Advancing the dcs past the tortuous aortic arch was found to be difficult. The valve was deployed and recaptured three times, due to the valve being placed too high. After the third recapture, the dcs was twisted and the valve was found to be abnormally folded, longitudinally in the capsule. The system was removed without injury. Another valve and dcs were used to successfully complete the procedure. It was reported that the event was related to the patient anatomy. It was not clear, but the native valve could have been a bicuspid type I (sievers classification). No adverse patient effects were reported.

Manufacturer narrative:
Updated eval code-conclusion: 50 applies to the delivery catheter system (dcs). 11 applies to the valve. Conclusion: the device history record (DHR) for the dcs was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that difficulty was experienced when the delivery catheter system (dcs) was advanced during the attempted implant of this transcatheter bioprosthetic valve. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity). In this case, it was noted that the anatomy was identified as extremely tortuous, especially along the aortic arch and the native valve was severely calcified. This indicated that the most likely cause of the advancement difficulties was patient anatomy. It was then reported that the valve was deployed and recaptured three times due to positioning difficulties. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case it is most likely the difficult patient anatomy that impacted on the valve positioning. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that after the third recapture, the system was removed from the patient. The device was returned for analysis. The device was returned with the capsule separated from the device at the spindle hub, thus confirming the reported complaint. The spindle hub appeared intact with no evidence of damage. The inner member was separated at the spindle hub. The inner member was not separated in the images sent from the field post event. Therefore, this damage must have occurred at some point after this. Cine images were returned for review. The cine films did confirm that the valve was deployed and recaptured, several times. The catheter buckled and was then removed from the body. Another valve and loading system were inserted and implanted successfully. The cine films cannot confirm or deny this was due to patient anatomy, as no pictures of the anatomy were able to be obtained. The cine films did confirm that the loaded valves were good loads. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. The cine films received confirmed a good load. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may also be increased by tracking through tortuous patient anatomy. In this case, it was noted that the anatomy was extremely tortuous, especially along the aortic arch and the native valve was severely calcified. The valve has been returned but the analysis was not completed at the time of this report. The investigation for the valve remained in progress. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: additional analysis of the valve was performed to simulate the loading process. When rested against the compression loading system (cls), the outflow crown exhibited bends, suggestive of frame misalignment during original loading. Both paddles were seated in the spindle pockets and the capsule was able to further advance without resistance to complete the load. The valve was deployed up to the point of no recapture and appeared to deploy uniformly. The valve recaptured uniformly. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the loading simulation, the outflow crown exhibited bends, both paddles were seated in the spindle pockets. The capsule guide tube and capsule were further advanced without resistance. The loading of the valve was completed, the valve was subsequently deployed and the valve appeared to deploy uniformly. The reported ¿valve was found to be abnormally folded, longitudinally in the capsule¿ was not observed. Cine images submitted for review show infolding of the valve at 80%. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. During recapture, in the event that the valve is not completely deployed into a calcified patient anatomy, infolding is possible during recapture and subsequent deployment if the valve was under expanded. In this case, it was noted that the anatomy was identified as extremely tortuous, especially along the aortic arch and the native valve was severely calcified. This indicates that the most likely cause of the infolding valve was patient anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve was received in it¿s original packaging and original container jar, submerged in clear solution. The valve was discolored showing evidence of blood contact. Leaflets 2 and 3 appeared to be in the closed position. Leaflet 1 was partially opened. All commissures appeared intact. All leaflets were slightly stiff but flexible. The leaflets showed signs of creasing and imprinting. Tissue conditions resulting from crimping and recapturing as described within the post recapture design specification document. The valve frame was inspected and showed no evidence of distortion or damage. No frame fractures or bent struts were observed. The investigation for the valve is in progress. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.